Event description:
During attempted implant, the catheter failed to deflect and the device prematurely separated. The device was retrieved and a different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.